Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: event description updated. D9: device return date added. H6: code 1562 added.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device was used to treat a heavily calcified, 90% stenosed popliteal artery. During the procedure, the oad crown became stuck in the small branch of the popliteal artery. It was indicated the vessel was too small for the oad crown, which led to the oad crown becoming stuck. The physician changed access from the left radial to the right femoral. Nitroglycerin and verapamil were administered, followed by balloon angioplasty to complete the procedure. It was indicated tissue was observed on the device ex-vivo. The patient was in stable condition. Additional information was received indicating the oad crown detached. No components were left in-vivo.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device was used to treat a heavily calcified, 90% stenosed popliteal artery. During the procedure, the oad crown became stuck in the small branch of the popliteal artery. It was indicated the vessel was too small for the oad crown, which led to the oad crown becoming stuck. The physician changed access from the left radial to the right femoral. Nitroglycerin and verapamil were administered, followed by balloon angioplasty to complete the procedure. It was indicated tissue was observed on the device ex-vivo. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material separation, and device contaminated at the user facility are confirmed. However, the device embedded in tissue or plaque and entrapment of device were not able to be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation, and device contaminated at the user facility, device embedded in tissue or plaque and entrapment of device appears to be related to use inconsistent with the instructions for use . Analysis of the device identified biological material on the driveshaft crown section, with the crown bond separated. Additional analysis found that that the device had stalled 25 times during the procedure. In this case it is likely that the reported issues are related to use of the oad in a vessel too small for the crown, which his consistent with the complaint details. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device was used to treat a heavily calcified, 90% stenosed popliteal artery. During the procedure, the oad crown became stuck in the small branch of the popliteal artery. It was indicated the vessel was too small for the oad crown, which led to the oad crown becoming stuck. The physician changed access from the left radial to the right femoral. Nitroglycerin and verapamil were administered, followed by balloon angioplasty to complete the procedure. It was indicated tissue was observed on the device ex-vivo. The patient was in stable condition. Additional information was received indicating the oad crown detached. No components were left in-vivo.